Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) was confirmed. As received, the belt failed incoming functional testing. Upon eval, esd700 was internally shorted on the distribution node pca. The cause for the test failure was the shorted esd700 component. The root cause for the internally shorted esd700 component cannot be positively determined. No adverse event resulted from the defective electrode belt.